Event description:
Philips received a complaint on the v60 ventilator indicating that there was an intermittent alarm beeping. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that they were running the device on a test patient, and it was working as expected, but every minute or two the device would make a beep as if it were going to alarm but it never does. The customer checked the device event log and confirmed that there was no error code found. The customer requested bench service so that the device could be evaluated. At the bench service center, a bench service engineer (bse) evaluated the device and confirmed the customer' alleged issue. The v60 ventilator emitted a beeping sound after 3-5 minutes when connected to alternating current (ac) power. The bse believed this issue to be with the central processing unit (cpu) printed circuit board assembly (pcba) and ordered a replacement. This investigation is ongoing.

Manufacturer narrative:
The bench service engineer (bse) replaced the cpu pcba to resolve the intermittent beeping issue. The bse completed a performance verification test which the device passed, confirming that the device had returned to full functionality.